Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult to open/close difficulties were not confirmed during returned device analysis. The reported difficult leaflet grasping, difficult to remove and poor image resolution could not be replicated in a testing environment as it was related to patient anatomy/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definite cause for the reported gripper actuation issue, clip jumping and difficulty opening the clip could not be determined. The reported difficult grasping appears to be due to a combination of challenging patient anatomy and poor image resolution during the procedure. The reported difficult to remove from the anatomy was due to a combination of challenging patient anatomy and procedural circumstances. The reported poor image resolution was due to the poor quality of the equipment used. A definitive cause for the observed bent actuator mandrel during analysis could not be determined and was likely related to procedural circumstances. The observed frayed material during analysis appears to be a secondary effect of the reported difficult to remove from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a gripper actuation issue, clip caught on tissue, difficult to open, clip jumping, medical intervention and clinically significant delay in procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. Imaging was poor during the procedure. During preparation of the clip delivery system (cds 80531u253), it was noted that both grippers did not go down. It was noticed that the clip was unlocked; therefore, the clip was locked and the grippers worked correctly. The cds was advanced to the mitral valve. Grasping was performed, but grasping and leaflet capture were noted to be difficult. When the leaflets were able to be grasped, it was not adequate. The clip was attempted to be re-opened for re-positioning, but the clip would not open. The clip then suddenly opened, but was caught on the tissue. After some maneuvering, the clip was freed from the tissue. The decision was made not implant the clip and remove the cds. A new cds was used to continue the procedure. Two clips were implanted, reducing mr to 2. There was a clinically significant delay during the procedure due to additional heparin had to be administered during the exchange of the system, since the first clip did not work properly. No additional information was provided.